Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: limited information is available at this time. Trocar piece broke and was found in patient abdomen. The piece was removed from patient. Additional information received on 17may2022 from applied medical representative: no patient injury, the patient was discharged as usual. All pieces were retrieved from the patient. The cannula broke, the break was noticed during use, there was no difficulty during insertion. The break did not cause particulation. Product is available for return. Intervention: all pieces were removed from patient. Patient status: no patient injury, the patient was discharged as usual.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of a damaged trocar. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. [Correction] section h6 component codes has been updated to "823 - gasket" and device codes has been updated to "1261 - material fragmentation".

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: limited information is available at this time. Trocar piece broke and was found in patient abdomen. The piece was removed from patient. Additional information received on 17may2022 via phone call from applied medical representative: no patient injury, the patient was discharged as usual. All pieces were retrieved from the patient. The cannula broke, the break was noticed during use, there was no difficulty during insertion. The break did not cause particulation. Product is available for return. Intervention: all pieces were removed from patient status: no patient injury, the patient was discharged as usual.